Event description:
It was reported that patient underwent removal of delta xtend due to infection. Doi: unknown 2015. Dor: (B)(6), 2025. Affected side: unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: removal of infected delta xtend the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachments (B)(4). Based on the information provided, the photo and x-ray investigation revealed nothing indicative of a device nonconformance. The photographs show the explanted devices with what appears to be biological material adhered. A manufacturing record evaluation was performed for the finished device product code 130760000 lot number 5247480, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the dxtend metaglene would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 130760000 lot number 5247480, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 130760000 lot number 5247480, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: d10.